Manufacturer narrative:
Product code was previously entered as lit in error.

Manufacturer narrative:
Cec has adjudicated that the reported restenosis of the lsfa was related to the device and not related to the procedure or drug.

Event description:
During the index procedure 3 in.pact admiral paclitaxel eluting pta balloon catheters were used to treat the left sfa. Approximately 12 months post index procedure the patient suffered restenosis (98% stenosis) of the left sfa. Patient had a dus and angiogram and three non-medtronic deb devices were also used 10 weeks later to treat the reported restenosis of the left sfa. Investigator assessed that the event was probably related to the study device and procedure, but not related to paclitaxel. It is reported that the event is resolved.

Manufacturer narrative:
Results, conclusion: restenosis. (B)(4).